Event description:
It was reported the pt's ipg migrated. The pt stated, "the ipg is too far off to one side and is actually flipping". The pt will undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.